Event description:
Customer reported the insulin pump had what looked like moisture in the display, about two inches across the screen. Customer's blood glucose was 237 mg/dl. Customer reported the device might have been dropped. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No moisture damage was found inside of the insulin pump. All of the buttons functioned properly and no damage was found on the keypad assembly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.